Event description:
It was reported that after insertion of the iab, the physician was unable to obtain waveform. An attempt was made to flush the catheter and it clotted off. The iab was removed without any patient complications.